Event description:
The customer returned the camera head, with no reported complaint. During the evaluation of the device, image was distorted and leak test was failed. The service repair technician assessed the condition and determined the cable was faulty and there was air/water leakage in the cable. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the distorted image was due to faulty cable and the most probable cause of the failed leak test was due to air/water leakage in the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.